Event description:
Customer reported the universal chuck with handle broke during operation this is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The instrument obviously was exposed to inadequate and forcible use. The t handle shows marks all over and was bent. The coupling mechanism therefore fell apart and does not function anymore. No material or product related fault was found. This complaint has been determined to be invalid. (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.a device history records review could not be completed as the lot number provided 8ga294 is not known.